Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Using lcd test board, the pump alarmed sensor end connecting to glucose sensor simulator due to mother board. The pump was received with cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 252 mg/dl. The customer treated with the pump. The customer stated that the status screen is cracked. The customer fell to the floor when they got out of the shower. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.